Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: 03.108.001 / 9718863, manufacturing location: (B)(4), manufacturing date: 26th january 2016. No deviation or any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: during osteotomy for child, the surgeon experienced difficulty inserting the k-wire into hole of the reported aiming block for screws 3.5 mm, for lcp pediatric hip plates. The reported aiming block was brand-new product and the first-use on the surgery. No surgical delay was reported. No adverse consequences were reported. This complaint involves 1 part. Concomitant device: 1x unk k-wire. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date subject device was received by manufacturer for evaluation. Initial reporter name and address added. Phone number is (B)(6). The subject device is currently in the evaluation process. The results of the evaluation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (pediatric lcp hip plate guiding block for 3.5mm screws, part number 03.108.001, lot number 9718863). The subject device was as far as possible analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. Lot 9718863 was manufactured in january 2016, 50 parts according to the specifications. The returned aiming block shows nicks and indentations at the guiding hole and all over the shaft. The device was tested with another k-wire and the complaint condition is confirmed, as it is rough running as reported. Nevertheless it is clearly visible that the impeding is directly related to the damage at the end of the guiding hole. We are not able to determine exactly when or how the damage occurred, but the cause of failure is not due to any manufacturing non-conformances. All the damages on the device are an indication for excessive use and could lead to this complaint. Another reason could be the bending of positioning kirschner wire with the aiming block while inserting the guide wires (that should be avoided according to technique guide). Details regarding ¿guide wire insertion¿ as printed in the current technique guide. Based on the investigation, product manufacturing-related fault can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.